Event description:
Approx nineteen mos after the successful placement of the stent in the left middle cerebral artery, the pt presented with an asymptomatic in stent restenosis at f/u. This was treated by angioplasty and there were no reported clinical consequences to the pt.

Manufacturer narrative:
Other for no allegation of prod malfunction or non conformance contributing to the reported event. Boston scientific has made several attempts to gather add'l info regarding the alleged event without result. Currently, there are no further details to report.